Manufacturer narrative:
This instrument has been investigated. On an ortho field engineer (fe) arrived at the customer site on 01-10-17 and performed camera adjustment, brightness was at 120 (101-128). The root-cause could not be confirmed although the most probable root cause is associated with an antibody being weak and/or at the detection limit of the technique and reagents used. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
False negative antibody screening result obtained on a patient sample, tested on the provue analyzer on (B)(6) 2017 with igg gel cards 072516001-18 (exp: june 21 2017) and surgiscreen cells lot: vss875 (exp: jan 31 2017). The same patient was tested on (B)(6) with the same gel cards lot, results were 1+. A positive reaction was obtained during a crossmatch which led to manual testing using the same reagents and gel cards, results were positive. The sample was then repeated on provue using different gel card lot, results were positive. The patient had a history of non specific cold antibody and was last transfused in 2013. No false negative result reported for this patient.